Event description:
The customer reported that there were no alarms at the philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.